Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 93 mg/dl, 426 mg/dl, and 92 mg/dl. No low or high blood symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.